Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
It was identified that the meter serial number (B)(4) reported in the initial submission (2954323-2016-07625) was also reported in MDR # 2954323-2016-07685 for the same issue. All further device evaluations and additional information related to this product and issue will be reported under MDR # 2954323-2016-07685.